Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a rash occurred. Tow months post the placement of a taxus express2 drug eluting stent, the pt began experiencing a "rash on his body", which is ongoing. It is unk how the rash has been treated thus far. No add'l pt complications were reported. Add'l info was requested but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.